Manufacturer narrative:
Block e1: dr. (B)(6) reported the event to bsc. The physician who performed the procedure was dr (B)(6). Block h6: imdrf device code a0501 captures the reportable event of tip detachment.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2024-01890 and 3005099803-2024-01720 for the associated device information. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents rmv were to be implanted in the esophagus to treat a malignant stricture during an esophageal metal stent positioning procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the white olive tip of the wallflex esophageal (the subject of this report) device was detached when the device was introduced into the guidewire outside of the patient. A second wallflex esophageal stent was opened (the subject of MFR. Report number 3005099803-2024-01720, and the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of the event.